Manufacturer narrative:
Patient¿s identifier and weight are unknown. Date of postoperative screw breakage is unknown. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the initial surgery for distal radius fracture on (B)(6) 2017 and was implanted with the variable angle locking compression plate (va-lcp). The surgery was completed successfully. After the surgery, during the patient¿s rehabilitation, it was found that the two screws had been broken. One screw at distal end was broken and another one in the middle was broken. On (B)(6) 2017, re-operation was performed to remove all implants in use and apply a plaster cast for fixation. The removal surgery was successfully completed without any extension. Concomitant devices reported: 2.4 mm ti va-lcp 2-clmn vlr dst rad plate (part # 04.111.731s, lot # l096056, quantity 1), 2.4 mm ti va locking screw stardrive 12 mm-sterile (part # 04.210.112s, lot # l448234, quantity 1), 2.4 mm ti va locking screw stardrive 14 mm-sterile (part # 04.210.114s, lot #l326359, quantity 1), 2.4 mm ti va locking screw stardrive 16 mm-sterile (part # 04.210.116s va, lot # l550722, quantity 1), 2.4 mm ti va locking screw stardrive 16 mm-sterile (part # 04.210.116s, lot # l552825, quantity 1), 2.7 mm ti cortex screw slf-tpng with t8 stardrive recess 16 mm (part # 402.876s, lot #l334900, quantity 1). This report is for one (1) broken 2.4 mm ti va locking screw stardrive 18 mm-sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.210.118s, lot# l475741. Manufacturing location: (B)(4), release to warehouse date: jul 04, 2017, expiry date: jun 01, 2027. Non-sterile part# 04.210.118, lot# h361102, manufacturing location: (B)(4), manufacturing date: may 10, 2017. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Components reviewed: raw material part 04.211.018.999, 2.8mm ti screw blank 18mm. Bp55, lot h315478 met specification. Inspection sheet for mill shaft threads/head thread/flute final inspection met inspection acceptance criteria. Product development investigation was completed. Two broke screws were returned. Both screws were broken just below the head of the screw. The screws were damaged at the break point and along the head/shaft threads. The material was checked with a niton xray analyzer gun and was confirmed to be the correct material type (tialnb). The thread major diameter, thread minor diameter, thread profile, head profile and head thread profile could not be checked due to damage. Since the features relevant to the complaint condition could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Therefore, complaint is not confirmed from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 2.4mm ti va-lcp 2-clmn vlr dst rad plate (part # 04.111.731s, lot # l096056, quantity 1), 2.4mm ti va locking screw stardrive 12mm-sterile (part # 04.210.112s, lot # l448234, quantity 1), 2.4mm ti va locking screw stardrive 14mm-sterile (part # 04.210.114s, lot #l326359, quantity 3), 2.4mm ti va locking screw stardrive 16mm-sterile (part # 04.210.116s va, lot # l550722, quantity 1), 2.4mm ti va locking screw stardrive 16mm-sterile (part # 04.210.116s, lot # l552825, quantity 1), 2.7mm ti cortex screw slf-tpng with t8 stardrive recess 16mm (part # 402.876s, lot #l334900, quantity 1), va lockscr ø2.4 self-tap l20 tan (part #04.210.120s, lot# l298950, l46796 or l477201, quantity 2).